Event description:
The surgeon implanted a silicone lens model aa4203tl and was torn during implantation. The lens was removed without pt injury. The model and lot #'s of the cartridge and injector are unk.

Manufacturer narrative:
Eval results: visual inspection of the lens showed evidence of surgical residue. The optic and haptic were torn off missing.